Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pencil sparked and caught on fire when used with generator settings in 35 coagulation and 35 cut. There was no patient injury.